Manufacturer narrative:
Additional information provided by the site indicated that the physician attempted to deploy the competitor stent while the stent was within its delivery sheath in the flexor raabe guiding sheath at the occlusion site, and over a wire. Investigation - evaluation a review of the complaint history, drawings, dimensional verification, device history record, instructions for use (IFU), manufacturing instructions, quality control, and visual inspection of the returned device was conducted during the investigation. One used flexor raabe guiding sheath was returned for evaluation. The sheath was noted to be in two pieces. Piece #1 had the hub attached with a section starting to accordion at 16.2 centimeters (cm) from the proximal end. Piece #1 was also noted to have coil exposed at 23.8 cm from the proximal end with a white catheter attached. Piece #2 was noted to have kinks at 42.6 cm, 43.2 cm, and 45.0 cm from the proximal end and 8.0 cm of coil exposed. The exterior tubing was missing at 23.8 cm from the proximal end exposing the coil. A white catheter (the competitor product) was attached to the sheath. A document based investigation evaluation was also performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly a review of the device history record could not be conducted. The device is shipped with an instruction for use (IFU) that describe the warnings, precautions, and intended use: precautions: "this product is intended for use by physicians trained and experienced in diagnostic and interventional techniques. Standard techniques for placement of vascular access sheaths should be employed." "The maximum diameter of the instrument or catheter to be introduced should be determined to ensure its passage through the introducer. All instruments or catheters used with this product should move freely through the valve and sheath. Damage to the valve/introducer may result when the fit is tight." "Do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt." The IFU for the competitor stent used during the procedure stated that a 7french (fr) introducer sheath was the recommended size for use with the 6x25 stent. The IFU for the flexor raabe guiding sheath states that the maximum diameter of the instrument or catheter to be introduced should be determined to ensure its passage through the introducer. All instruments or catheters used with this product should move freely through the valve and sheath. The IFU further states that damage to the valve/introducer may result when the fit is tight. Based on visual examination of the returned device, the stent being used was incompatible with the sheath which likely contributed to the reported event. Therefore, the most likely root cause may be related to improper use and handling of the product. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
(B)(4). The device has been requested and not yet received. The event is currently under investigation.

Event description:
It was reported that during a superficial femoral artery (sfa) stenting procedure using a flexor raabe guiding sheath, the sheath sheared in the patient, became unraveled and the physician could not remove it. The physician and scrub tech stated that the sheath was placed up and over in the sfa, inserted a 6x70 raabe sheath then inserted another manufacturer's stent up and over the end of the sheath. When an attempt was made to retract the sheath, it would not pull back over. Two vascular surgeons were then called in and a cut down open procedure was performed to remove the product. The patient was reported to be doing fine and the physician did not later intervene in the sfa.

Manufacturer narrative:
Date was inadvertently omitted on follow-up 1.